Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that prior to putting new trach in, the cuff balloon was tested by nurse on duty. Cuff balloon leaked out distilled water from balloon port as soon as it was instilled in. No patient involvement was reported.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing found leaking from balloon port was detected, complaint was confirmed. An internal CAPA was opened on january 5th, 2022, to address root cause investigation for inflation, leakage, and symmetrical issues. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).